Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On further follow up, it was reported the event occurred during a craniotomy procedure. The physician's name and contact information was provided. This was the initial use of the tool. No additional actions were taken due to this event. The patient does not require any follow up. No additional patient information was provided. The concomitant device name was given, however no serial number was provided.

Manufacturer narrative:
Report confirmed. The tool was received used and broken. It was found to have multiple impact defects at the fracture site. It was reported the impact defect locations are not aligned circumferentially. An additional crack formed near two of the impact defects. The likely cause for tool breakage was identified as it contact with a metal object and received multiple impacts. Normal cutting forces caused the notches to propagate across the material and the tool to fracture. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
It was reported that the tool broke during use. No patient impact was reported. On follow up it was reported the tool broke during the procedure. It was confirmed there was no patient impact. In addition, it was confirmed there were no pieces or fragments of the tool which remained within the patient or the operative field. The lot number of the tool was provided. Multiple attempts for additional information were unsuccessful.